Event description:
It was reported that post-implant, no capture was noted on the right ventricular (rv) lead. The patient went into complete heart block with a low heart rate. Upon interrogation, it appeared that the lead had perforated through the septum and was not capturing. An x-ray was performed, confirming the perforation. The patient was taken back into surgery, and lead repositioning was attempted multiple times; however, the pacing impedances remained high. The rv lead was explanted, and a new rv lead was implanted. The patient was in good condition.